Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) regarding a trial patient. It was reported that the patient was on their second day of the advanced evaluation trial and they had to use a catheter once. They also stated that there was bleeding at the lead insertion site. The patient had an appointment scheduled with the hcp for (B)(6) 2016 and was going to have the lead insertion site checked at that time. They reported symptoms of retention. This was noted to be a sudden change. On 2016-11-02, it was reported that, on (B)(6) 2016, the wounds were assessed and there was no active bleeding. The dressings were replaced and there were no interventions needed. There were no device issues reported.